Manufacturer narrative:
H6: no product will be returned for eval.

Event description:
The pt stated the screen of her infusion device was frozen and "2.01" was displayed. She stated her power pack had been in use for longer than 2 weeks. She stated she was aware of the power pack recall and she knew she should change her power pack every 2 weeks. The pt was at work at the time of the call and did not have a new power pack with her to insert into her infusion device. She stated she has more power packs at home to use. The pt did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for eval.